Manufacturer narrative:
Although requested, no pt info was provided.

Event description:
Reportedly, during pt use, when the fio2 value was set to 38%, the display showed 21%. There wa a 'low fio2' alarm. This could not be solved by oxygen sensor calibration. Upon replacing the oxygen sensor, this issue was resolved. There was no medical intervention or adverse pt effects reported.